Manufacturer narrative:
Awaiting product return to conduct quality evaluation.

Event description:
Consumer getting accurate results with her meter. Had to use her old meter and compared. Analysis run on clark error grid using competitive reading (87) as ref point vs bd readings (325) yielded data points in the d range of the grid, outside of acceptable limits.